Event description:
Revision surgery - due to reverse shoulder (rsp) baseplate screw breaking.

Manufacturer narrative:
The reason for this revision surgery was reported as a broken baseplate screw after 4.75 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with part number 508-32-103 resulting in (B)(4) being scrapped. A review of the product complaint report history showed this is the first complaint for a part from this lot number. The root cause for the screw in the baseplate breaking off could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.